Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) for troubleshooting/evaluation of the actual device.

Event description:
The customer reported that the display was frozen. The customer reported that it was unknown as to whether device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.